Event description:
It was reported that during a procedure the fiber broke and two debris shields blew in a row. The fiber was replaced. A pop and an unusual motor like sound noise came from the laser and the console had a weak power output. The procedure and patient outcome were not reported. This report is for the console operating on low power.

Manufacturer narrative:
A work order was performed, the visually checked blast shield optics and confirmed 2 of 3 are fully compromised. Found that channels 1, 2, and 4 are misaligned. This issue will cause the symptom of blowing fibers and blast shields. Proceeded to complete full optical alignment procedure on all channels, optical alignment is now within specifications of the service manual. Verified pyro detectors are aligned properly, and electronic calibrations are within spec of the service manual: passed all testing. Ensured all safety features of the system are functioning correctly: passed all testing. The malfunction found could have affected the device performance leading to the event experienced by the customer. Based on the information available, the investigation conclusion code selected for this complaint is cause traced to component failure. A report for the broken fiber in this even was sent to the FDA. The report number is: 2124215-2025-03316.

Manufacturer narrative:
A report for the broken fiber in this even was sent to the FDA. The report number is: 2124215-2025-03316.

Event description:
It was reported that during a procedure the fiber broke and two debris shields blew in a row. The fiber was replaced. A pop and an unusual motor like sound noise came from the laser and the console had a weak power output. The procedure and patient outcome were not reported. This report is for the console operating on low power.